Manufacturer narrative:
Complain not confirmed as no allegations were provided. It is unknown why the plate was explanted. The plate was found to be bent and the locking threads were damaged. 6 screws were returned with damaged threads and drive features.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device was removed from the patient. The original date of surgery was (B)(6) 2020 for a r mrj fusion; per the reporter the removal was voluntary. No more information was given.